Manufacturer narrative:
The device was not returned for analysis. An event of inflammation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. There was no difficulty experienced implanting the 29mm navitor vision valve. On (B)(6) 2024, the patient came in for a follow up appointment where it was found that the patient had some swelling of their left lower leg and calf with slight redness. The swelling was not hot to the touch with good pulses. The decision was made to start the patient on a 7 day regimen of oral antibiotics and stop the patient's bisoprolol medication. On (B)(6) 2025, a doppler ultrasound was performed and was negative for deep vein thrombosis. The cause of the patient's left leg/calf swelling is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient was in stable condition at the time of report.